Manufacturer narrative:
The t:slim pump user guide warns to never fill the infusion set tubing while it is connected to the body as this can result in unintended insulin delivery. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer accidentally gave herself 34.8 units of insulin during fill tubing. She reportedly dismissed three incomplete fill tubing alerts. The customer's blood glucose levels were significantly decreasing at the time of the call. The customer stated that her hcp requested to monitor her blood glucose for the next two hours. The customer declined follow up and stated that she was confident husband will be able to assist her.